Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were dispatched to emergency medical services on (B)(6) 2022 due to high and low blood glucose. Customer's high blood glucose was 400 mg/dl and the low blood glucose was 40 mg/dl. Customer treated high blood glucose with intravenous insulin drip. Customer treated low blood glucose with food. Customer did not stated any symptoms related to high and low blood glucose. Customer was using the insulin pump system within 48 hours of reported high blood glucose event. It was unknown if the auto mode feature was active or not at the time of incident. No further patient complications were reported. Troubleshooting was performed. The device will not be returned for the analysis. Frn-mmt-332a-rsvr, unomed set.